Event description:
It was reported that the pump charging port connection is loose. There was no reported adverse impact to the customer. Patient declined further troubleshooting and no additional information was received regarding the outcome of the event.